Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient had a computed tomography (CT) scan of the abdomen with mesenteric and portal venus gas resolved. Persistent pneumatosis in the mid and distal ileum was seen, as well as new surrounding inflammatory change. Findings were reported to be worrisome for ischemic bowel. There was mild improvement in a right retroperitoneal hematoma, stable bilateral pleural effusion with adjacent atelectasis or pneumonia, and stable pericardial effusion. The patient was taken to the operating room (or) for an exploratory laparoscopy. A resection of the terminal ileum was done and there was incontinuity with right colon. The patient had pneumatosis of the terminal ileum and showed chronic patchy ischemia with several focal performations without gross contamination, mesenteric venous gas, or mesenteric ischemic cecal ileus.

Manufacturer narrative:
The patient's right retroperitoneal hematoma was reported under MFR # 2916596-2018-02952. Manufacturers investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be determined through this evaluation. Under MFR # 2916596-2019-01906 it was reported tha the patient reportedly developed high grade bacteremia on (B)(6) 2018 with enterococcus faecalis on blood cultures from earlier. The patient was started on antibiotics on (B)(6) 2018. On (B)(6) 2018, cultures were positive and consistent with ongoing severe bacteremia. No product is available for investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). Localized, driveline, pump pocket or pseudo pocket infection, and bleeding are listed in the heartmate 3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection, as well as information regarding anticoagulation, including the recommended inr values, are provided in the IFU and the heartmate 3 lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.